Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4) , as a result of warning letter cms number 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the keypad and labels intact, and the pump in good physical condition. A review of the event history log found no evidence of the reported problem in the history. Functional testing was performed and did not duplicate the reported problem. No problem was found; and therefore, the root cause of the problem was unable to be determined., corrected data: g5 510k.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump was having problem with the cartridge. It was reported that the pump would accept the cartridge but when the patient tried to run the pump it would error and show cartridge not detected. The made multiple attempts without success. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no adverse effects to the patients due to the reported event.